Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the device was not working and there was a need for replacement. No patient symptoms were reported. The event date was unknown. No further complications were reported.